Event description:
It was reported that cassette attached incorrectly, please reinstall cassette was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. The investigation found multiple cassette not attached properly alarm messages in the event history logs. A defective downstream occlusion sensor was found to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: catalogue number: 21-2102-0104-01.

Manufacturer narrative:
Other, other text: additional information updated b5 and h6.

Event description:
Additional information received on 24-may-2022. Not used with patient. Issue discovered at preventative maintenance facility.